Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included hypertension. Concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) from a cartridge via reusable pen (humapen luxura burgundy), subcutaneously, 14 iu in the morning and 12 iu at evening for the treatment of diabetes, beginning approximately in 2012 or 2013. In 2015 his blood sugar increased (no results, baseline results or reference values were provided) due to the breakdown ((B)(4) lot no. Unknown) of the humapen luxura (burgundy); therefore he was hospitalized. No more details regarding admission and discharge dates as well as treatment and laboratory tests done while hospitalized were provided. In 2015 he changed to a humapen luxura (champagne). On (B)(6) 2016 he did not inject insulin lispro 25/75 due to the breakdown ((B)(4) lot no. 1110b04) of his humapen luxura (champagne), his fasting blood glucose was 10-11 (no units or reference values were provided) and on (B)(6) 2016 fasting blood glucose was still over 20. Information regarding corrective treatments and the outcome of the remaining events was not provided. Inulin lispro was discontinued on (B)(6) 2016 and it was unknown if it would be restarted. The patient was the operator of both humapens and his training status was not provided. The general and the suspect humapen luxura (burgundy) duration of use was approximately of two years (from 2013 to 2015) and the general and the suspect humapen luxura (champagne) duration of use was approximately of one year (from 2015 to 2016). The action taken and the return status of both humapens were unknown. The reporting consumer assessed the fasting blood glucose increased event as related to insulin lispro 25/75. The reporting consumer did not know if the events were related to insulin lispro 25/75 treatment. Update 18-oct-2016: initial information received on 12-oct-2016 and follow up information received on 13-oct-2016 were processed at the same time. Edit 19oct2016. Case was opened to enter medwatch device fields and the to enter the european/canadian device fields for device mailing. No new information. Edit 20-oct-2016: information received from the rcp on 18-oct-2016. Product complaint reference number was processed and added to the narrative. Per new information humapen unknown type was recoded to humapen luxura burgundy. Updated narrative accordingly. Update 25-oct-2016: additional information received from the affiliate on 19-oct-2016. Follow up could not be pursued with reporter. No new adverse event or product information. Upon internal review of information from 13-oct-2016, added fasting blood glucose lab data from 13-oct-2016, updated non-serious blood glucose increased event outcome from unknown to not recovered and updated its relatedness field from unknown to yes. Narrative and fields were updated accordingly.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported his humapen luxura device was broken. The patient experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) chinese male patient. Medical history included hypertension. Concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) from a cartridge via reusable pen (humapen luxura burgundy), subcutaneously, 14 iu in the morning and 12 iu at evening for the treatment of diabetes, beginning approximately in 2012 or 2013. In 2015 his blood sugar increased (no results, baseline results or reference values were provided) due to the breakdown (product complaint (pc) 3796053 lot no. Unknown) of the humapen luxura (burgundy); therefore he was hospitalized. No more details regarding admission and discharge dates as well as treatment and laboratory tests done while hospitalized were provided. In 2015 he changed to a humapen luxura (champagne). On (B)(6) 2016 he did not inject insulin lispro 25/75 due to the breakdown (pc 3796056 lot no. 1110b04) of his humapen luxura (champagne), his fasting blood glucose was 10-11 (no units or reference values were provided) and on (B)(6) 2016 fasting blood glucose was still over 20. Information regarding corrective treatments and the outcome of the remaining events was not provided. Inulin lispro was discontinued on (B)(6) 2016 and it was unknown if it would be restarted. The patient was the operator of both humapens and his training status was not provided. The general and the suspect humapen luxura (burgundy) duration of use was approximately of two years (from 2013 to 2015) and the general and the suspect humapen luxura (champagne) duration of use was approximately of one year (from 2015 to 2016). The devices were not returned. The reporting consumer assessed the fasting blood glucose increased event as related to insulin lispro 25/75. The reporting consumer did not know if the events were related to insulin lispro 25/75 treatment. Update 18-oct-2016: initial information received on 12-oct-2016 and follow up information received on 13-oct-2016 were processed at the same time. Edit 19oct2016. Case was opened to enter medwatch device fields and the to enter the european/canadian device fields for device mailing. No new information. Edit 20-oct-2016: information received from the responsible complaint person on 18-oct-2016. Product complaint reference number was processed and added to the narrative. Per new information humapen unknown type was recoded to humapen luxura burgundy. Updated narrative accordingly. Update 25-oct-2016: additional information received from the affiliate on 19-oct-2016. Follow up could not be pursued with reporter. No new adverse event or product information. Upon internal review of information from 13-oct-2016, added fasting blood glucose lab data from 13-oct-2016, updated non-serious blood glucose increased event outcome from unknown to not recovered and updated its relatedness field from unknown to yes. Narrative and fields were updated accordingly. Update 03-nov-2016: additional information received on 03-nov-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 10-nov-2016: additional information received on 07-nov-2016 from the initial reporter via psp. No new adverse event. No hcp contact information provided. Narrative updated. Update 22-nov-2016: pc numbers received on 13-oct-2016 from rcp, previously received an processed accordingly. No further details regarding adverse information was provided.